Manufacturer narrative:
Age at the time of event: approximately (B)(6). (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer shaft and the remainder of the device were checked for damage. All internal shafts were detached from the handle when returned from the customer site. Visual examination showed a kink and slight buckling at the nosecone. The outer sheath was kinked 19.5cm from the nosecone and 79.7cm from the nosecone. The mid-shaft showed a slight kink approximately 2mm from the proximal end of the markerband. The thumbwheel turned freely. The pull handle was locked. The inner liner was kinked at 76.5cm from the proximal end. The tip showed some slight stent scratches. No damage was noticed on the proximal inner. The stent damage could not be confirmed due to the stent not being returned. The handle was opened to inspect for further damage. No damage was noticed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that partial stent deployment and stent elongation occurred. The 85% stenosed, focal target lesion was located in the non-tortuous and highly calcified external iliac. Following pre-dilation, a 7 x 120 x 130 innova stent was advanced contralateral over a boston scientific .035 260cm bentson guidewire and stent deployment was initiated. The stent was deployed about 90% using the thumbwheel and the device seemed to get stuck and not fully deploy. The physician pulled back on the delivery system to release the stent and it eventually came loose. The stent deployed; however, the stent stretched. The delivery system was removed maintaining wire access. When the delivery system was removed, two of the internal layers of the delivery system were still left on the wire, which were pulled off separately. The procedure was completed. There were no patient complications and the patient¿s status was fine.